Manufacturer narrative:
The reported event of the balloon of fogarty catheter ruptured was confirmed. The balloon was found to be ruptured. After cutting proximal windings, ruptured edge did not appear to match up. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures and to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. No visible damage was observed from both windings and catheter body. Further evaluation regarding supplier related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of fogarty catheter ruptured during use. Patient demographic information requested but unavailable. There were no patient complications reported. Per the product evaluation findings, the balloon was found to be ruptured and edges of the balloon did not appear to match up.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The product risk assessment addresses balloons with fragmentations for embolectomy catheters. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.